Manufacturer narrative:
(B)(4). Date sent 8/4/2025 d4 batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Please explain. Were there other contributing patient factors? Please explain. Please provide a time line of events. What is meant by "anvil would unwind and start to open again"? Under what circumstances did you notice the "unwind"? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to an anterior resection the patient leaked so had to return to theatre to be re-operated on. Was there a patient impact or was the procedure extended greater than 30 minutes due to the failure? Yes the anastomosis had to be created again and patient underwent another procedure. The surgeons were not aware the anvil would unwind and start to open again, it appears to be looser than the manual circular stapler. Patient was operated on and anastomosis end to end was performed. A few days later the patient had to be taken back to theatre and the anastomosis had to be redone due to a leak. Upon examination the staples from the original anastomosis were much larger than they should¿ve been which could have only resulted from the anvil rolling open just before they fired the device.

Manufacturer narrative:
(B)(4) date sent: 9/17/2025 h6: health effect ¿ clinical code gastrointestinal system (e10) additional information was requested, and the following was obtained: 1. Was a leak test performed? If so, what type and what was the result? Lumineye and icg used with air test. No visible issues. 2. Was the staple line visualized endoscopically during the initial surgical procedure? Staple line was visualised internally using lumin eye, staples formed correctly, no tension, then air test performed with no bubbles observed. 3. How many days postoperative did the leak occur? Operated on tuesday went back to theatre on the friday so day 3. 4. How was the leak identified? Sepsis 5. What was observed at the site of the leak upon reoperation? Gapping hole in the anastomosis. No gut ischemia present. 6. How was the leak addressed? Patient was taken back to theatre. Staple line transected using an echelon stapler, patient now has a permanent colostomy, patient was 62 with no 7. Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Please explain. Yes, if it had been at day 5 it wouldn¿t have been classed as a technical failing. Any leak up to day 3 usually indicates technical stapling failure. Dr. Does not want to use powered circular stapler again as feels the device failed. He will continue to use ethicon manual circular. 8. Were there other contributing patient factors? Please explain. Patient had perfect bmi, bowel prep was done, healthy and fit, not on other medication & no co-morbidities. 9. Please provide a timeline of events. Operation went according to plan; patient was doing well initially. Then started to deteriorate, was taken back to theatre day 3. Inspecting anastomosis, it was evident the staple line had split open, distal donut was thin. No tension was present. 10. What is meant by "anvil would unwind and start to open again"? The clinicians know that the mechanism to wind the anvil into the stapler head is smoother, they thought because it¿s smoother to wind into the stapler head it could also unwind prior to firing. I have shown safety measures on the device prevent any ¿unwinding¿. 11. Under what circumstances did you notice the "unwind"? Unwinding of the anvil head wasn¿t observed. This was a theory.